Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was informed that the customer had the same stapler instrument issue with all three stapler instruments. The customer had converted to a 3rd-party laparoscopic stapler instrument to complete the case. The fse attended a case with the surgeon on system (B)(4) without any issues. The fse was also informed that the customer had used a stapler instrument in the previous case with no further issues. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and isi has requested to have the stapler instrument be returned for evaluation; however, the instrument has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. There was no image or video clip submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision surgical procedure, it was alleged that the sureform 60 stapler instrument failed to unclamp from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the surgeon attempted to fire the stapler sureform 60 instrument on bowel tissue, but it would not open. The stapler instrument was removed, and a new stapler instrument was opened. The surgeon clamped the second stapler instrument on tissue and a ¿tissue was too thick¿ message was generated. The site was using a white reload, followed by the blue reload at the time of the event. The stapler instrument never fired and was stuck closed. A third stapler instrument with a green reload was opened and fired once. Then, with another reload installed, the same warning message came up and the stapler instrument was not able to be used. An unspecified third-party laparoscopic stapler instrument was used to complete the procedure. There was no report of patient harm due to this event. On 25-aug-2022, intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the stapler instrument was inspected prior to use and nothing unusual was found as the stapler instrument was loaded with no problems and everything appeared normal. The surgeon was clamping and cutting bowel tissue at the time. The surgeon tried using white, blue, green, and black reloads but it was unspecified why the particular reloads were chosen. The two different stapler instruments fired once and were used for a few minutes before they got stuck in closed position. One stapler instrument clamped and would not fire or unclamp. It is unknown if the surgeon encountered any obstructions between the stapler instrument jaws at the time. There was no buttress material used and it is unknown if there were any malformed staples. It was reported that the tissue was not calcified, and it was not exposed to any radiation or chemotherapy prior to procedure. The customer was unsure if there was any tissue tension or tissue bunching. The surgeon was able to resolve the issue by using a third-party laparoscopic stapler instrument. No image or video recording of the procedure is available for review. Furthermore, it was reported that the manual release knob (mrk) was not used to open the stapler instrument jaws and release the tissue. The surgeon was able to slide the stapler instrument off of the tissue. There was no adverse effect noted to the grasped tissue and there was no unexpected tissue removal. No unexpected bleeding was observed due to this event. The patient-related information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of clamping failure to be related to the customer reported complaint. The sureform 60 stapler instrument was found to have repeated clamping failures during in-house testing. An error message of "tissue too thick" would appear the screen. The stapler failed the high foam challenge test. The root cause was not determinable/applicable. A review of the instrument logs for the sureform 60 stapler (part number 480460-09/lot number t902203030183) associated with this event has been performed. Per the review, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 on system sk3150. The alleged instrument had 12 uses remaining after the last procedural use.